Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1 gm per day; route and duration not reported) injection tobramycin (40 mg per day; route and duration not reported) and injection heparin (25000 iu times 5ml three times a day; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered and the patient¿s effluent fluid is clear. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.